Event description:
Pump declared alarm 20, but there was no adverse impact to the customer's blood glucose level. The event occurred during pumping, and it was noted that the customer had previously reported similar issues with this pump. To resolve the situation, tandem technical support decided to replace the pump. The customer was advised to use multiple daily injections (mdi) as backup therapy to ensure uninterrupted insulin delivery. The customer was also instructed on how to store the pump before shipping it back using a pre-paid label. The pump was still under warranty, and the shipping address was confirmed by technical support.